Manufacturer narrative:
Result: the pusher assembly is fractured approximately 83.0 cm from the distal tip. The pull wire is exposed out of the proximal end of the fractured pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that outside the body, the coil was being loaded in microcatheter and encountered some resistance. The coil was removed from the catheter and the pusher assembly was wiped down with wet gauze. While wiping the pusher assembly, the coil introducer sheath moved distally, exposing the flexible section of the pusher assembly. The physician attempted to push the coil sheath back on to the pusher assembly however, the flexible portion kinked and the coil could not be used. The cause of the resistance when attempting to introduce the coil into the microcatheter is unknown. The microcatheter did not return for evaluation and there was no indication that there was any issue with the device. The likely cause of the coil introducer sheath shifting distally was user handling when wiping the pusher assembly. The user likely used too much force and pushed the proximal end of the sheath distally on the coil, exposing the flexible section. The user then attempted to push the sheath proximally on the coil over the flexible section. The user should have removed the coil sheath from the coil and reloaded the coil properly from the proximal end of the pusher assembly. The pusher assembly was likely fractured due to handling after the incident. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using the penumbra coil 400 system. Before the procedure, the physician felt resistance while advancing a penumbra coil 400 through the microcatheter. The physician removed the penumbra coil 400 and attempted to wipe down the delivery wire with wet gauze and the pusher wire dropped out of the sheath. The physician attempted push the pusher wire back into the sheath and the pusher wire became kinked. Physician's comment: the stopper did no work out. The delivery wire dropped easily.